Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an infection at the ipg site. The patient was prescribed antibiotics to address the issue. The infection did not resolve with antibiotics. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted. Reportedly, the infection resolved.